Manufacturer narrative:
Additional information: the lesion was pre-dilated with a 2.0 x 8 mm compliant balloon to 8 atm. The stent was post dilated and fully expanded with a 2.75 x 8 mm nc balloon to 14 atm. The physician suspected of a thrombus because a good angiographic result was obtained after one balloon inflation and the isr pattern was diffuse which is not consistent with the typical candy wrapper isr in a des scenario. The physician was unable to pass any equipment down into the isr so he could not do intravascular ultrasound. The patient was not on dapt when the event occurred. The patient was safely discharged from the hospital after the cardiac catheterization. A2: patient age provided b7: relevant history provided device lot details provided annex d code added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx coronary drug eluting stent was implanted to treat a moderately calcified, moderately tortuous lesion, with 70% stenosis in the mid obtuse marginal (om). The device was inspected with no issues noted. Negative prep was performed with no issues. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that approximately 11 months post procedure, upon a cardiac catheterization, in-stent thrombosis was noted and subsequent intervention of the segment was necessary to restore coronary blood flow. No further patient injury was reported.